Event description:
(B)(4). Severe menstrual cramps, bleeding as if miscarriage, body aches pain, fever, uterine lining expelled, severe right quadrant pain, fibromyalgia developed along with chronic migraines and fatigue. Resulted in partial hysterectomy for removal.